Event description:
During a coronary artery drug eluting stenting treatment procedure stent recoil occurred. The index procedure treated one target lesion. Target lesion 1 was a 2.0 mm vessel diameter, 90% stenosed regio of the saphenous vein graft to the inferior septal artery (svg to inf septal). The lesion was 19.0 mm in length, and was mildly tortuous with mild calcification. The physician predilated the lesion prior to placing one taxus liberte 2.5x24 mm drug eluting stent at 14 atmospheres. The taxus liberte stent was then post dilated with a residual stenosis of 55%. During deployment stent recoil of more than 50% occurred. This event was resolved without treatment or pt injury one day post index procedure. It was decided that no action would be taken because of the small bypass diameter. This product is similar to a marketed us device.